Manufacturer narrative:
A ge representative evaluated the system, but did not provide details on evaluation or repair.

Event description:
Customer reported, the system will not take exposures. No patient injury was reported.